Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the top of the reservoir compartment had a crack. The damage occurred during normal use. Customer had been disconnected from the device for almost a year. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.